Manufacturer narrative:
Service was not dispatch for this incident. Per customer, they run bone marrows and do not filter out their bone marrow aspirates. The customer technical specialist was able to troubleshoot and fix problem over the phone. The customer bleaches out the wbc drain path, drained the vacuum isolator chamber (vic), replaced check valve (cv6) and fluid barrier, and re-installed bath shield which was off. Root cause is unknown, but may be related to the parts replaced and bleaching performed by the customer. (B)(4).

Event description:
The customer contacted beckman coulter inc. (Bec) to report an instrument leak and the presence of fluid beneath the instrument. The customer also reported vacuum error and the vic (vacuum isolation chamber) was full. The customer cleaned up the fluid prior to calling for support. The customer was wearing ppe and had not been exposed to any hazardous material. The wbc bath overflowed while running a sample during troubleshooting. Customer did not mention anything regarding any patient results being affected. No contact to mucous membrane or broken skin. No one sought medical attention. No death, injury or change to patient treatment as a result of this incident.